Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment; manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The blocker was inspected and it was found that it had fractures. The plausible root cause of the event is use of force for tightening.

Event description:
One cap was broken when doctor try to use tightener to insert and lock the cap

Event description:
One cap was broken when doctor try to use tightener to insert and lock the cap